Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there the issue occurred due to damage to the charge coupled device unit. Water tightness was lost due to adhesive peeling between the objective lens and distal end. It was also noted that there were scratches throughout the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: the issue likely occurred due to breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor; however, a definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect for the suggested event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image]: confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to the distributor, that the endoeye flex deflectable videoscope had an e218 scope malfunction error. The issue was found during a therapeutic procedure and it was completed with a similar device. There were no reports of patient harm associated with this event.